Manufacturer narrative:
Correction: section b5 - the noise oversensing did not cause pacing inhibition. The patient is stable and will continue to be monitored remotely.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.